Event description:
Pt diagnosed with cva on 4/27/96. Nasogastric tube feedings began on 4/29/96, pt not tolerating-regurgitating. Peg tube placed on 5/1/96, feedings via peg tube started on 5/2/96 at 0600. Feedings ran approx 2 hrs and feeding stopped because pt began complaining of abdominal pain. Questioned reactive ileus secondary to peg placement. Feedings put on hold the morning of 5/2/96 and later resumed that day at approx 1800. Pt continued to complain of abdominal pain on morning of 5/3/96. Attending physician ordered surgical consult. Upon examination by surgeon, peg tube dislodged with balloon deflated. Attempt made to inject air into balloon to re-inflate, leak noted and balloon would not re-inflate. Peg tube not reinserted. Pt started on antibiotics. Pt's temp elevating on 5/3/96 to 101.4f. In afternoon of 5/3/96, yellow drainage noted from peg tube site. Pt's urinary output decreasing, blood pressure dropping, respirations labored and pt unresponsive. Pt expired.